Event description:
It was reported that "one level extension fusion and tried to advance a screw that was previously implanted and the head disassembled when he tried to advance the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.